Event description:
The pt has unilateral laryngospasms and unilateral vocal cord paralysis. The pt began experiencing voice problems and intermittent diffculty breathing) the pt has reportedly experienced asthma "all summer". The pt reported that they have used the magnet to stop the symptoms, but that it only helped some. The hoarseness reportedly appeared following a decrease in device settings. Physician indicated that the pt is with vns therapy.